Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest glucose reading of 401 mg/dl while using the ilet with a dexcom g7 continuous glucose monitor (cgm) and an inset infusion set, with logs indicating the ilet was paused and later stopped during an incomplete supply change; insulin delivery was subsequently resumed after a guided supply change and no issues were noted with the removed cannula. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.